Event description:
On (B)(6) 2011, pt reported the up button on her infusion device has been working intermittently. Pt stated, the button remain flat when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.